Manufacturer narrative:
Philips service replaced the hdd, and the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ippc disk failure caused abnormal image display speed on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.